Event description:
It was reported that the pt has a rejuvenate modular hip implanted and has been experiencing pain, swelling, elevated metal levels in his blood and a hot bone scan. The doctor has recommended that the pt have a revision surgery.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00656.